Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the returned portion of the driveline from heartmate ii left ventricular assist system (lvas), serial number (B)(6), did not reveal any findings which would have contributed to the reported event of the patient being unable to connect the driveline when attempting a system controller exchange. A specific cause for this event could not be conclusively determined through this evaluation. A distal portion of the driveline was returned. The driveline was severed approximately 19.25¿ from the controller connector. The controller connector was visually inspected and found to be physically unremarkable. The outer jacket was also physically unremarkable. The driveline underwent continuity testing using a digital multimeter. No discontinuities were reproduced during testing event with manipulation of the driveline. The outer layers of the driveline were removed, and the underlying wires were observed to be physically unremarkable. The driveline underwent high potential testing using an insulation tester. No insulation breaches were identified. The driveline was connected to the returned controller, serial number (B)(6), without issue. Additional information was requested regarding the sequence of events leading to the driveline being cut, and the account suspected the driveline was severed at the scene after resuscitation efforts were stopped. The product was returned for further analysis by the neighbor and was not visually evaluated by the account prior to the return. Multiple attempts were made to obtain additional information regarding the reported event; however, no additional information has been provided. The downloaded log file from controller, serial number (B)(6), was reviewed and contained relevant data from (B)(6) 2025 to (B)(6) 2026 per timestamp. On (B)(6) 2026 at 11:26:11, the driveline was disconnected followed by both power cables being disconnected which is consistent with the first reported controller exchange. There were no other notable events captured in the log file. The pump operated in the expected speed range while the driveline was connected. There were no other notable events captured in the log file. The downloaded log file from controller, serial number (B)(6), was reviewed. Throughout the log file, a yellow wrench advisory alarm was active due to the controller clock not being set. The controller clock not being set has been addressed under the controller, serial number pcx-21931, investigation. At an unknown date and time, the driveline was connected. The last 21 events logged in the log file captured several atypical power cable disconnect, low voltage advisory, low voltage hazard, and no external power alarms. These alarms have been addressed under the controller, serial number (B)(6), investigation. The final 6 events captured the driveline disconnected. This is consistent with the report that the patient disconnected their driveline in an attempt to change their controller. The pump operated in the expected speed range while the driveline was connected. There were no other notable events captured in the log file. The downloaded log file from controller, serial number (B)(6), was reviewed. Throughout the log file, a yellow wrench advisory alarm was active due to the controller clock not being set. The resolution of the yellow wrench advisory alarm was not captured. The controller clock not being set has been addressed under the controller, serial number (B)(6), investigation. At an unknown date and time, the driveline was connected. The last 10 events logged in the log file captured a pump stop followed by driveline faults. The driveline faults were observed while the yellow wrench advisory alarm was active. Although a specific cause could not be conclusively determined, these events appeared consistent with the driveline being severed while it was still connected to the controller. After the driveline faults activated, a no external power alarm was observed due to both power cables being disconnected from external power. The no external power alarm was active for the remainder of the log file. This series of events is consistent with the removal of support. Prior to the pump stop, the pump operated in the expected speed range while the driveline was connected. There were no other notable events captured in the log file. The relevant sections of the device history records for (B)(6) and driveline, serial number (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate ii lvas IFU, heartmate ii patient handbook, are currently available. Section 1 of the IFU, entitled ¿introduction¿, lists adverse events that may be associated with the use of the heartmate ii lvas, including death. This section also provides an explanation of each of the pump parameters, including pump flow. Section 2 of the IFU, entitled ¿system operations¿, provides instruction on how to connect the system controller and driveline. Section 7 of the IFU, entitled ¿alarms and troubleshooting¿, and section 5 of the patient handbook, entitled ¿alarms and troubleshooting¿, provide instruction on how to identify and troubleshoot low flow hazard alarms and yellow wrench advisory alarms associated with driveline faults. This section also notes the yellow wrench advisory alarms associated with driveline faults will only display on the heartmate touch and will not display on the controller. Section 4 of the IFU, entitled ¿heartmate touch communication system,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 lpm. Changes in patient conditions can result in low flow. Section 6 of the IFU, entitled ¿patient care and management¿, section 8 of the IFU, entitled ¿equipment storage and care¿, section 4 of the patient handbook, entitled ¿living with the heartmate ii¿, and section 6 of the patient handbook, entitled ¿caring for the equipment¿, provide information regarding how to care for the driveline. These sections also address damage due to wear and fatigue of the driveline and outline indications of driveline damage, as well as the how to respond to such events. The IFU and patient handbook instruct the user to check their driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also instructs the user to call their hospital contact right away if the driveline is or might be damaged. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the heartmate ii system controller (B)(6) was exchanged because it would not download on the heartmate touch to see the alarms. It was confirmed that the system controller exchange resolved the issue. The issue was connecting the system controller with the heartmate touch. They reported that the patient passed away on (B)(6) 2026 after trying to change their system controller on their own and losing power.

Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
The two controllers (B)(6) and (B)(6) were returned for evaluation. The patient was implanted with heartmate 2 on (B)(6) 2024 then on (B)(6) 2016 and later (B)(6) 2025. It was reported that on (B)(6) 2026 at 14:24 the patient called to report having problems with their power cables. The site called back to check on the patient, but the phone was not answered. The patient neighbor was contacted to check on them and they found that the patient was not breathing. It was noted that the driveline was not fully engaged in the system controller. The disconnection was for about the number of minutes from the phone call until the neighbor arrived. The ventricular assist device (vad) was reconnected and it was unknown if it was running, then the chest compressions began but however it was stopped when a do-not-resuscitate (dnr) order was identified. It was noted that on the day of discharge on (B)(6) 2026 from a short hospital stay, the system controller was exchanged on (B)(6) 2026 due to the inability of a primary system controller to communicate with the heartmate touch. The hospital waited to change the system controller until their neighbor brought it to the hospital. The backup system controller was used for the exchange, and the new controller was used as his backup. The primary system controller was (B)(6) and the backup system controller was (B)(6).